Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination slender was unable to advance. Vascular trauma resulted to the radial artery which required a cut down with ligation of radial proximal and distal. The procedure was a successful percutaneous transluminal angioplasty. The result was extensive trauma to radial artery for excessive insertion force or unintended high pressure injection. The patient condition was stable. The blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct and update the product evaluation in the h10 section. One 6fr r2p destination sheath and dilator were returned for product evaluation. Visual inspection revealed that the sheath was stretched and separated in the middle. No anomalies were noted with the dilator. The outer diameter of the sheath was measured using a beta lasermike and was found to be 0.1007" which is within the required specification limit of less than equal to 0.1071". Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6fr r2p destination sheath and dilator were returned for product evaluation. Visual inspection revealed that there was a bend observed in the middle of the sheath. No anomalies were noted with the dilator. The outer diameter of the sheath was measured using a beta lasermike and was found to be 0.1007" which is within the required specification limit less than 0.1071". Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the that longitudinal forces exerted during insertion caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.